Event description:
It was reported the pt was experiencing difficulties initiating a communication between the ipg and the charging system. The pt also reported she experienced a terrible burning pain at the ipg pocket site which lasted for a day. Further follow-up revealed, sjm representative observed the pt's system and the charger are functioning accordingly. Additionally, the physician indicated the ipg had shifted causing the burning pain from the sutures or scar tissue. No further intervention is required at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.